Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown medication via an implantable infusion pump for chronic low back pain and spinal pain. It was reported there was a request for magnetic resonance imaging compatibility guidelines. It was reported that the patient had a history of stroke since 2015. It was stated the hcp did not know anything about the patient's drug delivery system. The symptoms reported were: "stroke." No further information was available. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.